Event description:
Peak and peep readings on the ventilator were inaccurate. The pt's chest was filling with air and not retracting. The pt was moved to another ventilator. Circuit board pc1772 was replaced. There was no pt injury.